Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. After the procedure was completed, post use of bwi products, it was confirmed that blood pressure decreased. Pericardial effusion was confirmed. Pericardial drainage was performed and blood pressure was stable. The patient was placed on observation. The patient did not require extended hospitalization. The physician's opinion on the relationship between the event and the product was that there was nothing wrong with the product itself and the physician¿s assessment of the health hazard was that it was non-serious (moderate/minor). No abnormalities observed prior to or during the use of the product. The patient¿s outcome from the adverse event was reported as improved. Ablation had already been performed before the cardiac tamponade was confirmed. Atrial septal puncture was performed with rf needle. Steam pop was not confirmed. A smartablate generator was used in this case with the correct catheter settings selected on the generator and the pump switched from "low" to "high" flow during ablation. The irrigation catheter¿s flow rate setting was pre 2ml, post 2ml. Contact force monitoring methods included real time graph; dashboard; vector and visitag. Coloring settings for visitag include tag index and additional visitag filters included force over time (fot). Parameters for stability used were range 2mm, time 3sec, fot 50% 5g, tag size 3mm. There were no problems with bw product. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device 31066340l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).